Manufacturer narrative:
It was reported that all hardware was removed in a revision surgery on (B)(6) 2020. The device was not returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for every kit (sk12 or sk14) utilized in surgery was reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to non-union of the patient's bones. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that all hardware was removed in a revision surgery on (B)(6) 2020 due to non-union. There was no other report of any patient impact or injury as a result of this event.